Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a revision procedure to replace a lead with high impedances wherein causing the patient to experience inadequate stimulation. Following the procedure the patient was noted to be doing well and fully recovered.